Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a cause for the reported unintended movement (clip open ¿ efaa) in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. D9, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device will not be returned.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip failed. The clip continuously opened. The clip was not implanted and the cds removed. A new clip was used, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.